Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized for four days for high blood glucose levels (390 mg/dl), and diabetic ketoacidosis. Customer was treated with insulin and saline drip, and morphine, for nausea. Pump passed system check.